Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that customer's caregiver quit causing customer and her daughter to figure out how to use insulin pump. As a result, customer was found unresponsive and taken to the hospital with blood glucose of 33 mg/dl. Writer was not sure how error was caused in insulin pump. Writer inquired on a representative going to customer's home for training. Writer could not be contacted for more information.